Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a tibial articular surface provisional was found fractured. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow up report is being submitted to report additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed signs of repeated use and the post feature has fractured off. Device history record (DHR was reviewed and no discrepancies were found relevant to the reported event. Investigation results concluded the most likely root cause of the event is considered to be misuse as the surgeon impacted the device with mallet, contradictory to surgical technique. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.